Event description:
FDA/medsun report rec'd. Reporting insertion difficulties/wedges with use of one (1) 52511-13 opti-q catheter. The device was successfully pre-tested with no problems noted at that time. Attempts to obtain additional info regarding the event have been unsuccessful. The device was not returned for testing and analysis. A two (2) year review of the mfrs complaint database for this list #/similar experience recorded no additional reports/investigations identifying a mfg non conformance/out of spec condition. The exact cause(s) of the reported product experience is unk.